Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data of the sensor patch using approved software. The sensor plug was returned and properly seated in the mount. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported unspecified high values when scanning the adc freestyle libre sensor compared to unspecified results from a competitor blood glucose meter. On the evening of (B)(6) 2019, the customer experience unspecified symptoms of hypoglycemia and was treated by both an hcp and non-hcp with a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified high values when scanning the adc freestyle libre sensor compared to unspecified results from a competitor blood glucose meter. On the evening of (B)(6) 2019, the customer experience unspecified symptoms of hypoglycemia and was treated by both a hcp and non-hcp with a glucose injection. There was no report of death or permanent injury associated with this event.